Manufacturer narrative:
This report is filed march 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the patient was prescribed oral and topical antibiotics (date not reported) and the abutment was removed to allow the site to heal. The implanted device remains.